Event description:
It was reported that pump repeatedly displayed cartridge change errors despite customer following instructions to fill and load cartridges and using undamaged, properly stored supplies. There was no adverse impact to the customer¿s blood glucose level. Customer worked with support using a spanish interpreter to inspect and clean pump area, try original and new cartridges, and attempt multiple reloads without success, then switched to multiple daily injections as backup therapy; support arranged replacement pump and processed an out-of-warranty loaner pump agreement, ultimately updating return information and sending loaner pump to customer.